Event description:
It was reported to boston scientific corp that a standard balloon replacement g-tube device was placed during an enteral feeding device replacement procedure in early 2009. According to the complainant, the volume of water in the balloon was unusual. A week later, the device dislodged from the pt's body and it was noted that the balloon was torn. This device was replaced with another standard balloon replacement g-tube device. There were no pt complications reported as a result of this event. The pt's condition was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.